Event description:
Probes were placed by dr. And the first freeze cycle began. It was noticed that probe #2 started freezing all the way up the shaft of the needle. Probe was immediately thawed and removed from patient. Probe was frozen in place no more than 20 seconds. No injury.

Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed. No patient injury was reported.